Manufacturer narrative:
Concomitant product: 6944 lead, implanted: (B)(6) 2010; 4194 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient experienced shortness of breath and a remote device transmission noted the cardiac resynchronization therapy defibrillator (crt-d) falsely declared episodes of atrial fibrillation (af)/atrial tachycardia as terminated, even though episodes were in-progress. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.